Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead could not be inserted into the target vein during the implant procedure. Lead was not used. The procedure was completed successfully with another lead implant. There were no adverse consequences to the patient.